Event description:
Name of procedure being performed: lap appy. The metal part around the bag came off the bag during the procedure. Limited information was available. It was unknown if this occurred during deployment or when in the procedure the event occurred. No patient injury occurred. The device is available for return. Additional information was received via email on 05oct2018 from hospital: this occurred during a lap appy. The bag came off partially off the supports. All of the metal was exposed. The metal was stuck to the bag after the endobag was closed/cinching. This occurred immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic). This occurred during cinching. The appendix was in the bag when the bag fell off the prongs. There appeared to be no forced application to the distal end of the top of the bag. The surgeon did not appear to pull back on the handle prior to pushing the handle. There was no evidence that the plunger was retracted more than once. The endo bag was unrolled. The surgeon spun the device to help open the bag. No instruments were used. No other instruments were used. The bag nor the bead appeared to come in contact with the tip of the trocar. Patient status: no patient injury occurred as a result of the event. Type of intervention: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing a bend. Based on the condition of the returned unit, the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Name of procedure being performed: lap appy. The metal part around the bag came off the bag during the procedure. Limited information was available. It was unknown if this occurred during deployment or when in the procedure the event occurred. No patient injury occurred. The device is available for return. Additional information was received via email on (B)(6) 2018 from (B)(6) med ctr. This occurred during a lap appy. The bag came off partially off the supports. All of the metal was exposed. The metal was stuck to the bag after the endobag was closed/cinching. This occurred immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic). This occurred during cinching. The appendix was in the bag when the bag fell off the prongs. There appeared to be no forced application to the distal end of the top of the bag. The surgeon did not appear to pull back on the handle prior to pushing the handle. There was no evidence that the plunger was retracted more than once. The endo bag was unrolled. The surgeon spun the device to help open the bag. No instruments were used. No other instruments were used. The bag nor the bead appeared to come in contact with the tip of the trocar. Patient status: no patient injury occurred as a result of the event. Type of intervention: unknown.